Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2xqkn); product type: 0200-lead; implant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding an implantable neurostimulation. The reason for the call was the patient reported that they had a fall 2 years ago, and the lead got displaced, and they just completely disconnected it. Patient then stated that they are needing to have an MRI of their brain and arm, but won't be able to it, because the device is completely disconnected. Agent recommended for them to talk to the ordering doctor, and discuss other imaging options, and redirected them to the healthcare provider () to have the device checked, and to further address the issue. No symptoms were reported.

Event description:
Additional information was received on 2026-mar-31 from the patient. They reported that they needed an MRI, but they were unable to get it. The patient said the facility refused to do the MRI. The patient said they were not given any information as to why the MRI couldn't be done. The agent reviewed MRI eligibility with the patient over the phone. The patient stated they were MRI full body scan eligible, but the implant location was wrong. The patient said that it became disconnected but did not clarify if what was disconnected. The patient also mentioned they wanted to get the implant out. The patient requested for a document that showed the implant was no longer working. The agent redirected the patient to their hcp for the MRI eligibility form to discuss further.

Manufacturer narrative:
B3. Date is estimated; year is valid. Continuation of d10: product ID 978b128 lot# va2xqkn serial# implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.